Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump indicated their blood glucose was 122 mg/dl but it is actually 144 mg/dl. Customer was advised on how to clear the pump if it were to alarm. Customer also indicated that they previously had high and low blood glucose of 444 mg/dl and 48 mg/dl. Customer treated with juice. Troubleshooting found that the customer's doctor recently changed the pump settings. Customer declined further troubleshooting.